Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing vad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke and in optimal patient management. Death and neurological dysfunction are known potential complications that may be associated with use of this product and in all patients with heart failure.

Event description:
A report was received that a patient called the emergency department (ed) to report that she was not feeling well. On presentation, she was noted to be tired and hemiplegic. A head computerized tomography (CT) scan revealed an intracranial hemorrhagic event. Laboratory testing included an international normalized ratio (inr) of 2.76. Later that day, the patient went into a coma. A discussion with the patient's family led to a decision to withdraw support. The patient subsequently expired on (B)(6) 2017. The site reported that they will not be returning the pump for analysis. No further information was provided.